Event description:
It was reported that a hole in the tubing of a 1001ml bag of potassium chloride was discovered while it was infusing. The rn that discovered the hole changed the tubing and proceeded with the infusion. There was no report of pt harm and medical intervention was not required. The customer stated that no further patient/event info is available.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.